Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The device was delivered to the customer on december 17, 2015, the legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer judged that the phenomenon you pointed out was caused by the failure of charge-coupled device (ccd) unit. Since the phenomenon is reproduced by the quality inspection report (qir) and there is information that the ccd unit is malfunctioning, this phenomenon is assumed that the camera head became inoperable because the ccd unit malfunctioned due to an impact such as the user dropped the device. The following are described in the instruction manual. This may have prevented. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The evaluation confirmed the user's report of "image problem," which was attributed to a faulty charged coupled device (ccd). Further inspection found kinks in the cable. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported an image issue with the unit. There was no patient involvement reported. During evaluation of the returned device, no image was observed. This report is being submitted for no image .